Manufacturer narrative:
(B) (4)

Event description:
The facility representative reported to baxter on 28 may 2010 that the reservoir ruptured during patient use at the patient's home. The event occurred on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. The sample is not available. The lot number is unknown. There is no further complaint information available.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 603 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. By reviewing the bolus history, found that the customer would not give any boluses for three to four days at a time, and would sometimes only give one bolus a day. Also found that the reservoir was empty at the time of the event, and the insulin pump was alarming no delivery. The nurse later called to inquire about further training for the customer, as the customer was not changing the infusion sets or using the bolus wizard feature. Advised that the insulin pump trainer would be contacted. Nothing further was reported.

Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. The lot number for the reported product is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.